Event description:
It was reported that after an initial bunion surgery on (B)(6) 2024, an unsuccessful attempt to remove a distal middle screw that was backing out of the plate was performed on (B)(6) 2024. The patient was also experiencing discomfort. No other patient outcomes were reported as a result of this event. Although the backed-out screw was unable to be removed & left implanted, there have been similar events where this malfunction has resulted in removal of the device. Therefore, an MDR will be filed to ensure full compliance with 21 cfr part 803.

Manufacturer narrative:
It was reported that after an initial bunion surgery on (B)(6) 2024, a distal middle screw that was backing out of the plate was discovered via radiographic image. An unsuccessful attempt to remove the screw was performed on (B)(6) 2024. The patient was also experiencing discomfort. No other patient outcomes were reported as a result of this event. Additional information indicates the surgeon was unable to remove the backed-out screw due to it being stripped. The screw was advanced into the plate again and left in place. It is unknown when the screw was stripped. No devices were returned for evaluation as the hardware remains implanted. The device history records were reviewed and no issues were identified during the manufacture and release of the devices that could have contributed to what was reported. A number of factors could have contributed to what was reported and although the most likely cause cannot be determined based on the available information, it is possible the screw that backed out was not completely locked into the plate during initial placement and/or post-operative activity of the patient led to loosening of the hardware. The company will supplement this MDR as necessary and appropriate. "